Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent communication fail error message. This message will likely result in a system lockup, no boot, or shut down situation. There are no reports of pt injury or death associated with this event.